Manufacturer narrative:
The customer¿s report of an infusion taking longer than expected to complete was confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that on (B)(6) 2015 at 8:48am, the user started an infusion of cytarabine (dose 0-499mg); entering drug amount = 470mg, diluent volume = 554ml, for a duration of 24 hours. The infusion was paused and restarted 5 times and 2 patient-side occlusions occurred; the total time the infusion was delayed, due to pauses and alarms, is 24 minutes and 19 seconds. This would set the expected time of completion, for the 24-hour infusion, at approximately 9:13am on (B)(6) 2015. On (B)(6) 2015 between 9:03am and 9:27am, the user changed the vtbi and rate a total of 6 times. The user channeled off the device at 9:41am. The total calculated volume infused, as recorded in the event log, was 569.221ml. Based on what was programmed to infuse (554mls) and what the log indicates infused (569.2mls) the error in delivery was approximately -2.74% which is within the +/- 5% specification. Rate calibration was performed and was completed successfully. Rate accuracy was performed and device was within specification. The root cause not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a chemotherapy infusion was programmed to infuse over 24 hours and instead the infusion completed in 26 hours.